Manufacturer narrative:
This supplemental emdr is being sent to correct the (root parent) trending device codes. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. Per the medical records provided, 10 years post implant of the composix kugel mesh, the patient developed an abscess connected with a bowel fistula adjacent to and involving/infecting the mesh. During the surgical procedure to treat the abscess/fistula it was noted that upon entering the abdomen the mesh remained tacked to the abdominal wall fascia. While the cause of the fistula is unknown, fistula formation is listed in the instructions-for-use a possible complication. During this procedure the infected mesh was explanted and the patient underwent lyses of adhesions. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ in addition, adhesions are a known inherent risk of surgery and are listed in the instructions-for-use a possible complication. The patient¿s attorney alleged a potential composix kugel mesh ring break, however, the explant operative report does not include any mention of the mesh ring or a ring break. Based on the information provided, we are unable to determine to what extent, the bard/davol composix kugel mesh may have caused and/or contributed to the event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on 01/17/2017: (B)(6) 2004 - patient was admitted to the hospital for a hernia operation. Patient underwent laparoscopic ventral hernia repair of multiple hernias that utilized a composix kugel mesh. Following the hernia surgery it is alleged the patient experienced increased redness, tenderness, and a bulge to his mid abdomen. (B)(6) 2015 - patient presented to a medical center for a subsequent operation. The patient's preoperative diagnosis was an infected ventral hernia mesh. The patient's postoperative diagnosis was an infected ventral hernia mesh and a small bowel fistula. Three operations were performed an exploratory laparotomy, the removal of infected ventral hernia mesh and a small bowel resection. According to the medical center records relating to the operative findings on the kugel composix mesh, there was a clear defect in the bowel wall adjacent to the stained mesh, as it was found to be inside the intestine as it traveled proximally and distally. Patient suffered chronic debilitating pain. It is alleged the patient experienced pain, infection, fistula, additional surgery and explant. Addendum to the initial emdr to document additional information and medical records provided by the patient's attorney: (B)(6) 2004: the patient was diagnosed with three ventral hernia and underwent a laparoscopic ventral hernia repair with implant of a bard/davol composix kugel hernia mesh patch. (B)(6) 2015: the patient presented to the hospital ER with complaints of redness, tenderness and a bulge to his mid abdomen. (B)(6) 2015: the patient was diagnosed with infected ventral hernia mesh, small bowel fistula and underwent exploratory laparotomy, removal of infected ventral hernia mesh (composix kugel) and a small bowel resection. Per the operative report details, ¿the incision was made in the patient's previous upper midline scar in the middle of the incision. We immediately entered an abscess pocket with purulent fluid expressed. It appeared as though the abscess was tracking through a tunnel directly down to the abd wall ventral hernia mesh, and very careful to minimize the spillage of this abscess contents to other parts of the wound. As we opened up the remaining abd wall fascia, we are able to enter the abdomen and identified the ventral hernia mesh (composix kugel) with sutures and protack still adhering the mesh to the abd wall. We carefully dissected off the mesh and isolated the mesh away from the significant scar burden of his wall. Following excision of the mesh at the inferior aspect of the mesh, once adhesions were separated from the intraabdominal contents, it appeared as though there was succus staining of the undersurface of the mesh with small pebble-like objects as well that were removed. There was a clear defect in the bowel wall adjacent to the stained mesh, which we were able to take a finger in and identified that this was indeed inside the intestine as it traveled proximally and distally.¿ (B)(6) 2015: the patient had follow-up office visit and noted to have 2 small open areas (dehiscence) noted along incision line. Patient was ordered to have routine dressing changes outpatient.

Manufacturer narrative:
Addendum to the previous information provided. This supplemental emdr is being sent to provide the lot number which was provided to davol by the patient's attorney. The expiration date and the manufacture date for the device were also provided. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records to date. Without a lot number a review of the manufacturing records could not be conducted. It is alleged the patient experienced pain, fistula, additional surgery, infection and explant. Fistula is listed as a known adverse event in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is part of the composix kugel recall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - patient was admitted to the hospital for a hernia operation. Patient underwent laparoscopic ventral hernia repair of multiple hernias that utilized a composix kugel mesh. Following the hernia surgery it is alleged the patient experienced increased redness, tenderness, and a bulge to his mid abdomen. On (B)(6) 2015 - patient presented to a medical center for a subsequent operation. The patient's preoperative diagnosis was an infected ventral hernia mesh. The patient's postoperative diagnosis was an infected ventral hernia mesh and a small bowel fistula. Three operations were performed an exploratory laparotomy, the removal of infected ventral hernia mesh and a small bowel resection. According to the medical center records relating to the operative findings on the kugel composix mesh, there was a clear defect in the bowel wall adjacent to the stained mesh, as it was found to be inside the intestine as it traveled proximally and distally. Patient suffered chronic debilitating pain. It is alleged the patient experienced pain, infection, fistula, additional surgery and explant.